Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and inability to boot, and noted that the error would not clear unless the link electronic module was replaced however it was additionally noted that the programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" and that it would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.